Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was running roughly, started smoking during tests and the marking were difficult to read. It was further reported that there was corrosion on the internal components and the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from improper cleaning/care or possible immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from that the attachment device had an unspecified defect. During in-house engineering evaluation, it was observed that the device was running roughly, started smoking during tests and the marking were difficult to read. It was further reported that there was corrosion on the internal components and the bearings were damaged. This event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.